Event description:
It was reported the patient experienced poor wound healing at the right burr-hole incision site. The patient underwent a wound washout procedure, and the incision was re-sutured. The patient did well post-operatively.